Event description:
Customer reports user seeing sparks and smoke from the ups component of the pas device. No fire was observed. There was no patient present and no harm to the user.

Manufacturer narrative:
(B)(4). Additional data / failure investigation: failure investigation is currently in progress to determine precise root cause with the ups supplier.